Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received for analysis, and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cassette was received with a dianeal 6l solution bag ((B)(4)) connected to its supply line. A visual inspection was performed with no issues noted with the cassette. Leak (underwater), clear passage, and clamp function testing were then performed with no issues identified. The cassette was run on a homechoice machine with no problems encountered. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. The care giver had already cycled the power on the homechoice to clear the alarm. It is unknown how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.